Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the procedure was converted to an open laparotomy due to patient anatomy. The patient's gallbladder had a large thick wall and was densely adhered to its bed as well as surrounding tissue. Dissection of the infundibulum was difficult and critical angle view could not be obtained due to the patient's obesity. The patient tolerated the conversion well. The case was not initially anticipated to be converted to an open surgical approach prior to the start of the procedure.